Manufacturer narrative:
One cardiomems power supply was received for investigation. Visual inspection revealed open insolation resulting in exposed wires.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply.